Manufacturer narrative:
Complaint no. (B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Visual inspection and functional testing could not confirm the reported complaint. The sample operated within specification. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during infusion. No adverse events have been reported. No additional information is available.